Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient suffered from high blood glucose, diabetic ketoacidosis. Therefore, the patient was hospitalised. No further information available.